Manufacturer narrative:
An event of air/gas in the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the root cause of the reported air/gas in the device results in air embolism could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was under general anesthesia. During device preparation, the device was prepped as standard, and it was visually confirmed there was no air present in the loader or the device. A wet-to-wet connection was performed per instructions for use (IFU), and no other devices were present in the heart. Continuous flush was attached to the tuohy. The device was advanced under flush, flush was stopped when the device was at tip of the delivery system. The device was unsheathed to ball, positioned for deployment, pushed to lobe. The disc was unsheathed, and st elevations were noted on electrocardiogram (ECG). No air was visualized in the patient. The patient was put on 100% oxygen and fluids were administered. The patient was placed on 100% oxygen and fluids were given. After 2-4 minutes, the patient's ECG rhythm returned to normal. After the st elevation resolved, the laa closure was completed without issue. The physician stated that air may have been introduced via the amplatzer torqvue 45x45 delivery sheath and that there may have been air in flush line or possibly pulled in from the back of the tuohy. The patient remained hemodynamically stable throughout the procedure. Post procedure, the patient was assessed, and it was noted that the patient appeared to not be impacted by the event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.